Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The device history record and previous repair record for zimmer electric dermatome serial number (B)(4) were reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The record reviews found no issues with the device and all verifications, inspections, and tests were successfully completed. Using the machine-repair reports and the repair sites folders on livelink and the medicrea database to query for all repairs on serial number (B)(4) prior to 13 november 2018, the device was noted to have been previously repaired three times, the last repair being for the dermatome tuning over slowly and a damaged casing on 15 september 2011. The reported event was confirmed by the service technician who evaluated and repaired the device. On 13 november 2018, it was reported from centrum medyczne hcp that a dermatome was stuck especially after moving the switch in the handle from the "off" to "on" position and was speculated to be a fault of the switch in the handle. The customer returned a zimmer electric dermatome serial number (B)(4) for evaluation. Evaluation of the dermatome on 27 november 2018 noted that the device was completely out of service, the motor was corroded, and that the switch was broken. It was recommended that multiple bearings, the spring seal, motor, thickness control shaft, control bar, lever, ball plunger, reciprocating arm, seal / strain relief, and switch and handpiece unitaire be replaced and the device be recalibrated. The customer declined the quotes for service on 7 december 2018 and the device was returned to them unrepaired. While the service technician does note that the switch on the dermatome was broken and that there were several failures with the device that would cause it to not function, including the motor being corroded, it cannot be determined from the information provided as to what lead to these failures occurring with the device or how the found damaged switch and corroded motor contributed to the overall issues. Therefore, the root cause of the event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional event information is available.

Manufacturer narrative:
The event recorded by zimmer biomet under (B)(4). Customer has indicated that product is in the process of being returned to zimmer biomet for investigation. Once the investigation is complete, a follow-up MDR will be submitted.

Event description:
It was reported that dermatome worked when applied a light pressure on the switch and stopped working after long pressure applied. The event occurred at the beginning of the surgery and an alternative device was readily available for use. There was no harm or delay in the procedure. No adverse events were reported as a result of this malfunction.